Event description:
On 10/9/96, the spiral wire forcep was used during a colonoscopy. After the procedure, the forcep was manually washed in endozyme in endo, then sent csr for steam processing. Upon inspection prior to placing in procedure room, the forcep cups and spike were noted to be missing. Tech in charge of cleaning and disinfection states the forcep was intact prior placing in steel pan. Csr does not remember any "different" forcep that was put through the steam processor. Endo nurse who used the forceps remembers a "headless" forcep. It would have been impossible to use the forcep without noticing it had no biopsy cups. Forceps are inspected prior to use.